Event description:
It was reported that the atrial lead exhibited small p-waves and far field r-wave (ffrw) oversensing. A x-ray was performed, and it was determined that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead - (B)(6) 2011; 4296 implantable pacing lead - (B)(6) 2013. (B)(4).